Event description:
During treatment the monitor line, where it is bonded onto the drip chamber, "separated", causing a blood leak and a drop in chamber pressure. Pts blood was not rinsed back, system discarded. Ebl = > 150 cc.